Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital - added in h11 due to character limitations. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that foreign material was burnt on the light guide lens on the small intestinal videoscope. The issue was found during reprocessing. There were no reports of patient involvement.

Event description:
No additional information from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Based on the results of the investigation, olympus confirmed that foreign material came out of the device; however, the type of the material and the root cause could not be identified. A definitive root cause could not be determined. The subject event can be detected and prevented by implementing in accordance with the below instructions for use (IFU): IFU states the detection method in sif-h190 operation manual chapter 3 preparation and inspection. IFU states the preventative measures in sif-h190 reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.